Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were told their device would last 7 years but he actually used it less than 5 years and the device had not been on for many months. The patient's weight was noted to be (B)(6) pounds when their device reached end of service (eos). The patient did see their doctor on (B)(6) 2017. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient¿s pain stimulator suddenly stopped working which was clarified to mean that he stopped feeling stimulation around (B)(6) 2017. The patient wasn¿t sure if the battery was dead or if the product itself was dead, but it was reviewed that the device had reached end of service as seen on the patient programmer. The patient reported that he was told that the implant was good for 7 years, and wanted to know if his implantable neurostimulator battery depleting was premature. It was reviewed that battery longevity is based on the patient¿s settings and usage and is different for each patient. The patient was redirected to their health care provider for a longevity estimate. The patient noted that there has been 3 or 4 instances where he met with manufacturer representatives and they had to do minor adjustments to some of the frequencies and leads to optimize his therapy. There were no further complications reported.